Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of two (2) large volume infusors were leaking. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information. The lot was manufactured from may 8, 2019 - may 10, 2019. One (1) actual device was received for evaluation. Visual inspection revealed a leak/backflow at the fill port. The cause of the leak/backflow was due to a particle lodged under the device checkband. The particle was subsequently identified to be acrylic material via spectroscopy test. Acrylic is the material of the device stress member. The reported condition was verified on the returned device. The cause of the acrylic particle could not be determined. The second sample was not returned; therefore a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.